Event description:
Event description: it was reported that the patient suffered a pericardial effusion during a boston scientific farapulse pfa, afib procedure. After the transseptal procedure, the physician mapped in the left atrium with the pentaray catheter. It was removed and replaced with the farawave pfa catheter. After using pfa around the left superior and inferior pulmonary veins, the anesthesiologist reported to the physician that the patient's blood pressure was low. The effusion was confirmed using a (B)(6) intracardiac echo catheter. The pfa procedure was stopped. A pericardiocentesis was performed. The patient was then transported to the operating room for surgical intervention. The patient's status was unknown as they were in surgery at the time of the call. Bwi products in use: pentaray nav catheter, webster cs catheter. Unknown catalog and lot numbers, packaging and catheters were disposed of. The caller stated the physician did not indicate that bwi products contributed to the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).